Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
It was reported by the field clinical specialist (fcs), that approximately (B)(6) post transfemoral transcatheter pulmonic valve replacement (tpvr) procedure with a 26mm sapien 3 ultra resilia valve, the patient presented with shortness of breath (sob) on exertion due to severe central regurgitation. A balloon valvuloplasty (bav) was performed, and the patient underwent a valve in valve (viv) procedure with a 26mm sapien 3 ultra resilia (s3ur) valve.after a review of medical records, the patient had a history of tetralogy of fallot (tof) with pulmonary stenosis. Prior to intervention, an echo confirmed a 26mms3ur in the pulmonic position (valve not well visualized) and mild stenosis with "at least" moderate pulmonic insufficiency (pi). Intervention was performed with a 26mms3ur in the pulmonic position due to moderate/severe pi with symptoms of sob.